Event description:
It is reported that the device was implanted in 2002. Post-op, in 2007, the device was revised due to geode or cyst forming under the screws.

Manufacturer narrative:
Visual exam shows normal articular surface marking with slight indication of hyperextension. Examination of snap lock tab shows evidence that the snap tab was not fully seated under the baseplate overhang. Cause cannot be definitively determined. Tibia insert exhibits wear on both condyles. There is wear on backside resulting in most of the engravings no longer being legible. There appears to have been creep of the poly into the holes of the baseplate, more so on the medical side. Device history records indicate manufacture to specification.